Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a head part main body flooding/discoloration deformation, head focus discoloration, and cable twist wear were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos camera head display poor image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. The following sections were updated: b5, h2, h10. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use and a similar device was used to complete the operation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon was duplicated. When the appearance was checked, severe deterioration and exhaustion were observed (9 months after delivery). It was determined that the device was likely mistakenly placed in autoclave, resulting in defective camera head and no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The ch-s200-xz-eb instructions reprocessing manual identifies the following related verbiage which could have prevented the phenomenon: ¿3.6 steam sterilization (autoclaving). Do not steam sterilize the camera head. The camera head will be damaged.¿ olympus will continue to monitor field performance for this device.